Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was 250 mg/dl, and the meter bg reading was 470 mg/dl. The customer was hospitalized with a blood glucose (bg) level of 250 mg/dl and a high ketone level identified as life threatening by the hcp. Customer administered a correction bolus and was treated with a intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on october 1st, 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.